Manufacturer narrative:
Product analysis: the reported occlusion and inaccurate positioning of the limb was confirmed on the films provided. Procedural angiograms showing the deployment of the devices in the patient were not received. Pre-implant contrast CT¿s showing the patient anatomy and non-mdt stent graft positioning prior to the index procedure were also not available. It is likely that deployment of the limbs into the ipsilateral limb only was the cause of the observed occlusion. Analysis of the returned CT and still angiograms did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1610c124e, serial/lot #: (B)(4), ubd: 20-jan-2023, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 12-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an 80mm aaa; it was reported the patient had a non mdt graft previously implanted but the graft was 80mm below the renal arteries and the patient had a short neck anatomy. 12 hours post procedure it was reported the patient presented emergently with a cold leg. Duplex scan showed no arterial flow. The patient was brought down to the or where the femoral artery was accessed and aortogram was performed, this image showed there was no flow in left limb and right limb was severely stenotic. A left femoral cutdown and embolectomy was performed, wires were passed up both r <(>&<)> l femoral sheaths into the endurant main body, however, it appeared the wires were in the same main body limb. A 11x57 non mdt stent was placed from the right femoral sheath with the top of the stent at the flow divider. Once in line flow into the right iliac was established a fem-fem bypass was performed to complete the procedure per the physician, the cause of the event could not be determined no additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
On 18-jan-2022 additional information received: it was reported on (B)(6) 2022, the physician explanted the endurant grafts on and performed a surgical aortic tube graft. Per the physician the aaa grew 20mm in 6 months leading to the open conversion. When the aaa was opened the physician believed the contralateral gate limb of the endurant main body was leaking into the sac since it was only occluded with soft thrombus. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B5. Additional information received ; it has been concluded the cause of the occlusion was due the fact that there were two limbs deployed into the ipsilateral limb. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.